Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area distal end is damaged, the image is green. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction was traced due to the video cable is broken and therefore the image is green was traced to component failure and additionally for the most probable cause for the fiber bonding in the outer tube area distal end is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had blurry image and flickering and spots on the screen. There were no reports of patient harm.